Manufacturer narrative:
Batch review performed on 20 november 2024: (B)(4) items manufactured and released on 27-jun-2023. Expiration date: 2028-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved: cup: mpact 01.32.158dh acetabular shell ø58 two-holes (k132879) lot. 2309120; batch review performed on 20 november 2024. (B)(4) items manufactured and released on 24-aug-2023. Expiration date: 2028-07-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.4052hct flat pe hc liner ø40/f (k103721) lot. 2213335; batch review performed on 20 november 2024. (B)(4) items manufactured and released on 21-jul-2022. Expiration date: 2027-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.213 40mm biolox delta head m (k112115) lot. 2335716; batch review performed on 20 november 2024. (B)(4) items manufactured and released on 21-sep-2023. Expiration date: 2028-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision due to signs of infection and the pathogen is unknown. The primary surgery was on (B)(6) 2023 and the liner head and stem that were substituted on (B)(6) 2024 due to signs of an infection. On (B)(6) 2024, at about 11 months from the precedent revision surgery for infection the surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.